Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: a representative of handle com. De equip medicos ltda (brazil) reported an incident on 16may2023 with a flexor ureteral access sheath and dilators (rpn: fus-107035; lot #: 15293730). During the process of receiving and checking products on 10may2023, the logistics team identified a foreign object inside the packaging of the material. No patient contact was made with the device. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One flexor ureteral access sheath and dilators was returned in a sealed package labelled with lot 15293730. A round circle of white material that appeared to be a hole punch hole was found inside the pouch. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 15293730 revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Due to the individual nature of inspecting the packaged product, one nonconformance does not indicate additional non conformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. Cook also reviewed product labeling. The device was supplied with IFU t_flxr_rev3 which includes the following: caution: sterile if the package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded the cause of this complaint is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the associated risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a foreign object was found inside the packaging of the flexor ureteral access sheath and dilators. The distributor found the foreign object during the process of receiving and checking products. No adverse events reported as it did not make patient contact.